Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion to end of life and failure to interrogate. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.